Event description:
Received information stating that due to a ventilator malfunction patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. The unit passed extended self testing.